Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after assembling the products, when the surgeon tried to remove the locking screw, the screw head was stripped and the surgeon had difficulty in removing the screw. The products in question were used for a clavicle non-synthes locking screw removal case. The surgeon used an extraction screw; however, he was not able to disassemble the products in question. The surgeon removed the plate by breaking the screw with a carbide drill; no part of the screw was left in the patient. The operation was extended for thirty minutes due to the incident. There was no adverse consequence to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the screwdriver handle, though shows signs of wear and tear (scratches on metal closed to where the shaft is attached) it is in perfect working order. The manufacturing records were reviewed and the handle was manufactured in june 2013 to specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.